Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main enhanced half height drawer 2.2 random pockets failed. The field service engineer (fse) reseated and checked the cables for main and auxiliary drawers 2.2. All slide bumpers were inspected for missing or defective parts, and one slide bumper was replaced on auxiliary drawer 2.2, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.